Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reported their aligners cutting their gums and causing irritation and bumps. Patient provided bite video showing gum irritation and bumps along the gingiva. Requested another video, adivsed warm water tips and salt water rinses. Advised to hold in most comfortable fitting aligner for 14 days. Asked for follow up once warm water tip has been completed.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.